Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified application issue was reported with the abbott diabetes care (adc) device in use with iphone with ios operating system, unknown application version. The customer was unable to obtain reading and therefore was unable to monitor glucose levels and experienced a loss of consciousness. The customer was unable to self-treat and had contact with a healthcare professional (paramedics). The customer has received treatment with glucose infusion. There was no report of death or permanent impairment associated with this event.

Event description:
An unspecified application issue was reported with the abbott diabetes care (adc) device in use with iphone with ios operating system, unknown application version. The customer was unable to obtain reading and therefore was unable to monitor glucose levels and experienced a loss of consciousness. The customer was unable to self-treat and had contact with a healthcare professional (paramedics). The customer has received treatment with glucose infusion. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer reported for glucose reading issues. Attempt to identify the customer's reported configurations and the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of information regarding the app version and the os, it restricts the ability to identify potential causes of the customer's reported issue. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.